Event description:
The caller reported that the surgeon inserted the patient's tracheostomy tube and the pilot balloon leaked after a few hours. A non-routine replacement of the tube was required. The tube was discarded.